Event description:
Device history record was reviewed and nothing was found related to the reported event. The device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich for preventive maintenance during which our local technical team found the failure of the air sensor during qc test. The reported devices were not sent back to brézins for investigation as repairs were performed locally. According to provided information, nothing was noticed during both external and internal check. The downstream pressure test failed. The calibration solved this issue. The air sensor failed during qc test also. Therefore, the air sensor was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed on the ribbon cable. However, the sensor ceramics are oxidised. This confirms the event. This compliant is considered as valid, and the root cause is a defective air sensor. Please be informed that an internal CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: 3 year preventative maintenance customer sent in request form reporting due for 3 years pm. Service order was originally created for preventative maintenance, but during pm an issue was found so a complaint needs to be entered. The air sensor test failed during qc test reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.